Event description:
It was reported that patient underwent a surgical procedure as the doctor suspected that there was no fluid in the artificial urinary sphincter (aus) system. No information was provided as to what was removed. Additional information received states the entire aus device was explanted and replaced due to a leak at the hub of the balloon. The patient experienced recurring incontinence as a result. The leak was found after fluid was added to the balloon.

Manufacturer narrative:
Device evaluation: the ams 800 cuff was visually inspected and microscopically examined. A leakage test was performed, and no leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. The reported events were unable to be confirmed. Other system components pump model number/catalog number: 72404127 serial number: n/a batch/lot number: 1000203028 model/catalog description: control pump fgs iz balloon model number/catalog number: 72400024 serial number: n/a batch/lot number: 1000218609 model/catalog description: balloon fgs 61-70 cm

Manufacturer narrative:
Other system components: pump: model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1000203028, model/catalog description: control pump fgs iz. Balloon: model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1000218609, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that patient underwent a surgical procedure as the doctor suspected that there was no fluid in the artificial urinary sphincter (aus) system. No information was provided as to what was removed. Additional information received states the entire aus device was explanted and replaced due to a leak at the hub of the balloon. The patient experienced recurring incontinence as a result. The leak was found after fluid was added to the balloon.